Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed the reported low speed events. The submitted log file captured low speed events while the patient was supported by mobile power unit. These events were associated with low speed advisories, a low speed hazard, a low flow hazard, and elevated pump power and flow. No other unusual events or alarms were noted. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potentially compromised driveline. Multiple requests for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time the relevant sections of the device history records for (B)(6), driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had some low speed alarms. Log files were submitted for review. Log files captured some low speed events on (B)(6) 2024 at 11:02-11:03 pm while using the mobile power unit. No other unusual events noted in the log files.